Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 1 : s/n(B)(4) , ubd: , UDI#: ; product ID: bi71000176, serial/lot #: rev. A : s/n fhomn, ubd: , UDI#: h2) device evaluation: h3, h6) analysis was completed for both power conversion enclosures that were returned to medtronic. For one power conversion enclosure, the reported complaint was confirmed. The power conversion enclosure failed bench testing. Transistor q-30 failed as it was found to be shorted. Analysis determined there was an electrical failure with this power conversion enclosure. For the other power conversion enclosure, the reported complaint was also confirmed. The power conversion enclosure failed bench testing. Transistors q28 and q14 failed as they were found to be shorted. Analysis determined there was an electrical failure with this power conversion enclosure as well. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Kit svc o2 bi71000176 encl power convsn (lot# s/n (B)(4)) returned on 2019-04-30. Kit svc o2 bi71000176 encl power convsn (lot# s/n (B)(4)) returned on 2019-05-07. A medtronic representative went to the site to test the equipment. Testing revealed that power from power conversion board was on and causing fans and system control board to cycle on and off when umbilical disconnected. The power conversion board that had been received did not provide 400v from j2 to the standalone board in the generator. It was noted that the generator did not power on. Replacing the power conversion enclosure with the 2nd power conversion enclosure received resolved the system issue. The imaging system passed the system checkout and was found to be fully functional. The kit svc o2 bi71000176 encl power convsn (lot# s/n (B)(4)) and kit svc o2 bi71000176 encl power convsn (lot# s/n (B)(4)) were returned to the manufacturer but were under analysis at the time of filing. Device manufacturing date is unavailable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported outside of a procedure that the power conversion board was flashing and needed to be replaced. It was noted that the system also needed fuses to be replaced. A new power conversion board was sent out and the rep noted that when the power conversion board was put in there was an out of box failure. It did not provide the 400v power output to the generators standalone board. The original was put back in for the meantime and it was noted that the defective board(s) would be sent back. There was no patient involvement.